Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the bladder temperature displayed 33 degrees celsius while the axillary temperature indicated 39 degrees celsius; the catheter was replaced and there was no longer a gap in the temperature.

Event description:
It was reported that the bladder temperature displayed 33 degrees celsius while the axillary temperature indicated 39 degrees celsius; the catheter was replaced and there was no longer a gap in the temperature.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Per the visual inspection, the exterior of the sample was examined and did not find any evidence of a failure that would support the reported event. Per the functional evaluation, no reading was observed on the returned sample. The catheter was dissected and the wire was found in good condition. The exact time of how and when the problem occurred could not be determined. However, there are in-process controls designed to minimize defects from getting into the field that include a 100% of continuity test and 100% of criticore test performed by operators. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "14) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement."